Event description:
It was reported that during a plain old balloon angioplasty treatment procedure (poba), a balloon rupture occurred. Access was obtained via the left femoral artery. The target lesion was located in the severely calcified right superficial artery and distal superficial femoral artery. The physician advanced a non-bsc introducer sheath to the target lesion. Then a truepath cto device was used to create access to the vessel. An unknown coyote balloon catheter was advanced to dilate the lesion. The physician then used a non-bsc atherectomy device to access more of the vessel. The physician then advanced 6.0mmx100mmx135cm mustang balloon to dilate the lesion further. The mustang balloon was inflated to 12atms and ruptured on the first inflation after 30 seconds. The procedure was completed with another 6.0mmx100mmx135cm mustang balloon catheter. No patient complications were reported and the patient's status was okay.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a plain old balloon angioplasty treatment procedure (poba), a balloon rupture occurred. Access was obtained via the left femoral artery. The target lesion was located in the severely calcified right superficial artery and distal superficial femoral artery. The physician advanced a non-bsc introducer sheath to the target lesion. Then a truepath cto device was used to create access to the vessel. An unknown coyote balloon catheter was advanced to dilate the lesion. The physician then used a non-bsc atherectomy device to access more of the vessel. The physician then advanced 6.0mmx100mmx135cm mustang balloon to dilate the lesion further. The mustang balloon was inflated to 12atms and ruptured on the first inflation after 30 seconds. The procedure was completed with another 6.0mmx100mmx135cm mustang balloon catheter. No patient complications were reported and the patient's status was okay.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found no damage to the shaft of the device. The balloon showed evidence of being inflated. There was dried blood present in the balloon. The device was attached to an encore inflation unit and a positive pressure was applied however the device could not be inflated due to congealed blood present in the shaft. A microscopic examination of the balloon material observed a longitudinal tear for a length of 14mm proximally from the distal markerband. There was no damage noted to the markerband. No other damage was noted to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).